Event description:
The catheter got stuck in the urethra. The customer was admitted to (B)(6) for the catheter to be removed from her urethra.

Manufacturer narrative:
Only one piece of the catheter has been returned. It appears that the catheter has been cut. Same thing happened twice. We have no prior history of similar complaints. Batch documentation reveals no deviations. Most likely explantation is user error, which is also confirmed with the reporting nurse. If additional info becomes available, a f/u report will be filed.